Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event that the device was dropped. However it was noted that the lower case was broken, the upper case was broken, one bail cover was broken, one bail cover was missing, the ring cover was missing, the battery contacts were compressed, the ring and one bail were missing, the keyboard was scratched, and the heart lead flex had a broken connector. (B)(4).

Event description:
It was reported that the epg (external pulse generator) was dropped and had slight physical damage. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.